Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017 was reported that the device could not work normally. On february 7, 2017, it was clarified that the issue occurred during surgery. There has been no medical intervention or additional surgical procedures required. The harvested graft was not usable and an additional graft was taken. The blade was properly placed and the dermacarrier was at -22 degrees celsius. The device has not been repaired by someone other than zimmer biomet. Another device was used to complete the surgery. There was no harm, injury or adverse events associated with the reported issue. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on january 27, 2017 revealed that the motor was running below motor speed specifications. The control torque testing was not performed. The device was out of calibration at all four settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on february 3, 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, needle bearings, ball bearings, and handpiece switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was running below specification and the device was out of calibration. The root cause of the device not working was due to lack of preventative maintenance. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported the dermatome could not work normally. Additional information received (B)(6) 2017 stated it took place during surgery and the harvested graft was unusable causing an additional graft to have to be taken.